Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the leak due to worn (cut) tubing at the back wash triple pinch valve pv49. The fse replaced tubing to resolve the leak. Identification of failure mode: failure mode was attributed to worn tubing at pv49. The instrument generated diluent comparison out of limits error message to alert the customer to an instrument problem. No erroneous results were generated; however, the failure mode identified is likely to impact complete blood count (cbc)/differential results due to sample carryover in manual mode only; results could be flagged, un-flagged or non-numeric. Evaluation of labeling: coulter hmx hematology analyzer with autoloader operator's guide (B)(4): beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The instrument generated "diluent comparison out of limits" error message and halted operation. The customer then found approximately 1 liter of clear fluid had leaked from an unknown source that was not contained within the instrument. The operator was wearing gloves, eye wear, and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.